Event description:
Clinical study. It was reported that 183 days after a coronary artery stenting treatment procedure the pt experienced restenosis and required a target vessel re-intervention (tvr). The lesion being treated was a 2.83mm, 75% stenosed, 34.5mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation using a 2.5x15 mm balloon (10 atms) and successful placement of a taxus express2 2.75 x 28 mm study stent, and a non bsc 2.75 x 15 stent were implanted in the lesion. Ivus was performed and confirmed the stents were implanted properly. The pt was discharged the next day. 2008, a duodenal ulcer was confirmed. This was treated with blood transfusion, endoscopy and cessation of panaildine. At 183 days after the index procedure, restenosis was confirmed inside the stent in lad. The lesion measured 2.44 x 13 mm with 90% stenosis. The physician said it was possibly related to the taxus stent. Tvr was performed in the lad. The physician dilated the lesion with an unk balloon and a non bsc stent (size unk) was implanted with resolution of the restenosis. The pt was discharged on panalidine and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.